Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-00960 for the other associated device information. It was reported to boston scientific corporation that two-port through the peg jejunal feeding tube was used during a procedure. This device was being used for the purpose of administering medication for the advanced stage of parkinson's disease. The exact date the device was placed is unknown; however, it was reported as approximately 15 days prior to (B)(6) 2012. According to the complainant, post procedure (the exact date is unknown), the jejunal feeding tube was exteriorized over 15cm. The procedure was completed by temporarily placing a nasogastric probe. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): jejunal tube exteriorized. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.